Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received with normal operating currents. No unexpected low battery alarm noted. However, insulin pump trace download analysis confirmed the insulin pump alarmed replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, keypad overlay texture damage, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced. The product will be returned for analysis.